Event description:
It was reported that after pre-dilating the lesion, while advancing a 2.75x28 xience v rx stent delivery system (sds) toward a lesion without resistance, in an unspecified vessel, before reaching the target lesion it was angiographically noticed that the balloon had partially self expanded and was unable to be deflated; the balloon was consequently difficult to remove from the vessel. Force was applied to withdraw the sds, however, it was then noted that the stent implant had dislodged from the sds balloon. The dislodged stent was snared and a non-abbott stent was used to complete the procedure. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information has been provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to deflate was not confirmed. The resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.